Event description:
One freezing container ruptured during thawing. The contents of the container, peripheral blood stem cells, were disposed of at the time of the events. The pt was not effected by the event. Sufficient back up cells on hand for transplantation. It is not known if the sample will be returned for eval. This type of event has been confirmed before from other customer sites. The root cause of these sporadic rupture events has not been conclusively determined. In-house testing has however shown that breakages are most likely due to the ingress of liquid nitrogen into the container during cryopreservation. The containers are extremely fragile when frozen and care must be taken not to mechanically damage the containers which would allow the ingress of liquid nitrogen.